Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
Olympus was informed that during reprocessing the video telescope showed a foggy purple image, which could be solved by a white balance. The later intended procedure was completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus (B)(4) (returned to (B)(4) on 2022/12/09). The evaluation at (B)(4) could not confirm the reported foggy purple image. It is assumed that the customer most likely did not perform a white balance. In addition, drop-shaped particles were found under the cover glass of the light-guide connector. These were caused by a degenerated sealing-ring and can be attributed to a manufacturing issue. However, this was not assessed to be critical. The evaluation also found slight signs of use at the distal end of the outer tube. These signs of use do not affect the functionality of the device. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.